Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle device after a percutaneous transluminal angioplasty (pta) procedure using a 6f sheath. Reportedly, after suture deployment, it was noted that the suture and knot were outside of the patient anatomy (suture didn't capture vessel) and the knot was loose so it could not be advanced. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle device after a percutaneous transluminal angioplasty (pta) procedure using a 6f sheath. Reportedly, after suture deployment, it was noted that the suture and knot were outside of the patient anatomy (suture didn't capture vessel) and the knot was loose so it could not be advanced. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The malposition was confirmed. Device condition indicates a successful deployment without vessel capture. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the successful deployment and knot formation, it is likely either device positioning due to anatomical interference of the device and/or friable vessel contributed to the reported difficulties. The suture not captured would prevent normal movement of the knot and release from the suture bearing. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.